Manufacturer narrative:
Information was received that the customer replaced the tray/thumb screws to address the issue. The unit was returned to use.

Event description:
It was reported that the ventilator was not secured to roller stand. There was no patient involvement. The customer was provided with part numbers for the control processing unit (cpu) tray cover and thumbwheels. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.